Event description:
It was reported that an endocutter was used across the splenic artery, but would not open after fired. Surgeon saw bleeding. Spleen was mobilized and the case was finished before removing the device.